Manufacturer narrative:
Updated device evaluation completed on april 10, 2026: visual analysis of the returned device revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable gel exposure. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 5, 2026, mentor became aware that the initial report missed reporting patients' race and ethnicity which is white and non hispanic. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 24, 2026, mentor became aware that follow up: #1 failed to report that the implantation date also updated to (B)(6), 2025. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 6, 2026, mentor became aware that the follow up: #4 failed to report that the patient also experienced left sided symptomatic rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on march 09, 2026. Device evaluation completed on march 13, 2026: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture grade iii. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent a breast reconstruction revision with a mentor memorygel xtra 630cc silicone prosthesis experienced left sided capsular contracture grade iii, and right sided nipple sensation post operation. The issue was diagnosed through patient symptoms. As a result, the patient scheduled for unilateral replacement on (B)(6) 2026. This report relates to the left side.

Manufacturer narrative:
Per additional information received on (B)(6), 2026, the patient underwent left sided capsulectomy with partial capsulotomy and replacement with sn: b)(6), and bilateral areolar tightening. Manufacturer¿s reference number: (B)(4).